Event description:
It was reported the closure device shifted. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A 35mm watchman flx laa closure device was successfully implanted. The patient was discharged on aspirin and clopidogrel for three months. On (B)(6) 2019, the six month follow-up transesophageal echocardiogram (tee) showed a proximal movement of the closure device. A computed tomography (CT) scan was performed the following day which showed a tilting and proximal movement of the closure device compared to implant and a gap greater than 2mm was noted. The physician decided to perform a mini-thoracotomy on (B)(6) 2019 to extract the device and close the laa. The surgery was successful and the patient was extubated. There was an increase of troponin and the patient underwent heat catheter analysis to check the coronary. The patient remains in the hospital. It is noted the patient can walk with physical therapy and is doing fine.

Event description:
It was reported the closure device shifted. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A 35mm watchman flx laa closure device was successfully implanted. The patient was discharged on aspirin and clopidogrel for three months. On (B)(6) 2019, the six month follow-up transesophageal echocardiogram (tee) showed a proximal movement of the closure device. A computed tomography (CT) scan was performed the following day which showed a tilting and proximal movement of the closure device compared to implant and a gap greater than 2mm was noted. The physician decided to perform a mini-thoracotomy on 17 december 2019 to extract the device and close the laa. The surgery was successful and the patient was extubated. There was an increase of troponin and the patient underwent heat catheter analysis to check the coronary. The patient remains in the hospital. It is noted the patient can walk with physical therapy and is doing fine. It was further reported that the patient was released from the hospital on (B)(6) 2020.